Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, at the beginning of the device use, the device would not activate, with no evidence of energy delivery and no end tones heard. The device¿s jaw was also difficult or impossible to open when applied to tissue and been removed with another identical device. The device was not cleaned. Another device was used successfully with the same generator. There was no patient injury.

Event description:
It was reported that during a procedure at the beginning of the device use, the device would not activate. With no evidence of energy delivery and no end tones heard. The device¿s jaw was also difficult or impossible to open when applied to tissue and been removed with another identical device. The device was not cleaned. Another ligasure device was used successfully with the same generator. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the knife was bent and clamps between the jaws of the device preventing proper functionality. Functional testing found that the mechanical function of the device's jaw opening and closing was unable to function properly due to the damage to the device. It was reported that the device did not activate and the device¿s jaw was also difficult or impossible to open. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when misuse/mishandling of the device. The blade was unable to retract or advance due to the damage to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: eliminate tension on the tissue when sealing and cutting to ensure proper function. Do not attempt to seal or cut over clips or staples as incomplete seals/damage to the cutting blade will occur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.